Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during sedation (device inside patient) the subject product flow rate was lower than the actual flow rate. The event was reported at an unspecified procedure. There were no reports of patient harm.

Event description:
No additional info.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. The device was not returned to olympus for inspection so the alleged reportable malfunction was not confirmed. Based on the results of the investigation, no problem was detected and a root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.